Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. During the procedure, it was noted that the left ventricular lead had pulled back, and the thresholds had increased. Programming changes were made, and the patient was asymptomatic before, during, and after the procedure.